Event description:
The customer reported to olympus, the evis lucera ultrasound gastrovideoscope had an air leak from the intake channel. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign material coming out of the channel tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The device evaluation found: due to a pinhole on the channel tube, water tightness was lost. A residual liquid or foreign material was coming out of the channel tube. Due to wear of the angle wire, bending angle in the up direction did not meet the standard value. Due to wear of the angle wire, the play of the up/down knob was out of the standard value. The adhesive on the bending section cover was detached. The ultrasonic transducer had corrosion. The suction cylinder was shaved. The paint on air/water cylinder was peeled. The light guide lens had a scratch. Due to damage on the ultrasonic probe, the number of missing element exceeded the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Updated: updated: h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the forceps channel could not be identified. The root cause of the issue was determined to be a leak in the forceps channel, preventing reprocessing from properly being implemented/completed. The event may be detected by following the instructions for use sections below: ·chapter 6 application and conditions of cleaning, disinfection, and sterilization ·chapter 7 cleaning, disinfection, and sterilization procedures olympus will continue to monitor field performance for this device.